Manufacturer narrative:
Review of this MDR shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient plugged in the unit to recharge their ins but when they went to press the button they saw "a circle with a tail and arrows". The patient stated that they tried repositioning antenna and nothing was working. The patient stated that she was using her hand held which told her she needed to charge her ins. Product service specialist (pss) walked the patient through trouble shooting. The patient was confused because she realized that she had two implantable neuro stimulator rechargers (insr) and the one she thought was right was not. The other insr worked to charge instead. The patient said it had been awhile since she had charged the device and it was turned off. Product service specialist (pss) asked if it had been over 3 months and they said no. Pss advised the patient that they needed to charge the ins to at least 1/4 full to communicate with the patient programmer. Trouble shooting resolved the issue. The patient reported pain in their back, which was the reason why she took the time to recharge her ins. No further patient symptoms or complications were reported in this event.